Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for mary 5.29.20 information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 5 mg for a total dose of 0.99072 mg/day and bupivacaine 5 mg for a total dose of 0.99072 mg/day via an implantable pump. It was reported on (B)(6) 2019 the patient complained of "progressively worse pain over 6 months. On (B)(6) 2019 there was an abnormal catheter evaluation as the hcp could not aspirate from the site port. The patient complained of pain at the catheter entry site. On (B)(6) 2020 examination revealed tenderness at the catheter entry site. On (B)(6) 2020 a catheter revision was performed. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was pain at the catheter entry site. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was catheter tract. The event date was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2020-apr-16. It was reported that the device diagnosis was catheter occlusion.